Manufacturer narrative:
Baxter 100ml bag of 0.9% nacl injection (B)(4), lot p350140, exp (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leaking at the anti siphon valve of an extension set when used with a 3 ml syringe, presumed to be during an IV push with an unspecified medication. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No cracks on the male luer or any other anomalies were observed on the set. Functional and pressure testing confirmed leaking at the engagement between the bottom of the anti-siphon valve and pvc tubing sleeve components. Visual inspection of the received set observed the presence of sufficient solvent, no solvent voids on engagements, no gaps in engagements, and no damage or cracks on components were detected. Slight tugging was performed on all the engagements of the administration set to evaluate for any separations; no separations occurred. The probable cause of the customers experience with leaking is due to excessive pressure being exerted during the push of fluid from the 1ml volume syringe causing the tubing to separate at that engagement.

Event description:
The customer reported leaking at the anti siphon valve of an IV set when used with a 3 ml syringe, presumed to be during an IV push with an unspecified medication.